Event description:
It was reported that balloon rupture occurred. The 100% chronic totally occluded stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to the target lesion. Upon the first inflation at 6 atmospheres, the balloon ruptured. The device was retrieved torn and deflated just a little. No segment of the device detached inside the patient. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. Magnified inspection identified a pinhole in the balloon material .5mm from the proximal edge of the markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% chronic totally occluded stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to the target lesion. Upon the first inflation at 6 atmospheres, the balloon ruptured. The device was retrieved torn and deflated just a little. No segment of the device detached inside the patient. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.